Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 1627487-2020-00092. It was reported that the patient was experiencing shocking sensations in their arm. X-rays revealed that the extensions had partially disconnected and did not align with the contacts on the lead. The patient underwent surgical intervention to replace the extensions, and the issue was resolved.